Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report#: 1627487-2014-01416. The pt received two leads with the same lot number. It was reported contact #8 on the lead pulled out of the header. A recent x-ray confirmed the issue. Reportedly, the contact is not currently being used; however, all impedances are normal or low. The pt is asymptomatic. Surgical intervention may be undertaken as the next course of action. The physician may electively replace the ipg during the same procedure due to the pt has always had pain in the area.